Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 477 mg/dl. Customer mentioned when they turn on the insulin pump it says reservoir and tubing on the insulin pump. Customer states reservoir and tubing alert on the insulin pump. The insulin pump will be returned for analysis.